Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material that remained in the air/water cylinder and channel was not confirmed. It is likely that reprocessing cannot be done properly due to leakage from bending section cover. Additionally, physical stress such as impact from hitting or dropping the distal end or chemical stress from the use of cleaning solutions, may have caused the light guide lens glue to peeled off. This allowed moisture to penetrate and lead to corrosion. However, olympus could not identify a definitive root cause of the event. Suggested event 1, 2: the subject event can be detected and prevented by implementation in accordance with the below instruction for use (IFU). Detection method is described in tjf-q190v operation manual chapter 3 preparation and inspection. Preventive measures are described in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Suggested event 3: the subject event can be detected and prevented by implementation in accordance with the below instruction for use (IFU). Detection method is described in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was observed, that during the device evaluation, the duodenovideoscope exhibited whitish foreign material in the air/water-cylinder, air/water-tube, distal end and light guide lens stain. There was no report of patient involvement or user injury associated with this event.